Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the med application was observed to display "unknown device" status while station services were running normally. A technical support specialist (tss) tested the network and confirmed successful connectivity to the server through fqdn and internet protocol (ip) address, but syncing failed with the error "failed to get data from server.possible connection failure." Possible connection failure." Further diagnostics revealed that multiple required ports (8888, 50051, 7000, and others) were not accessible from the station level, as confirmed by network verification and tnc port tests, which showed transmission control protocol (tcp) failures despite successful pings. Station logs, network verification logs, and data synchronization logs were collected, revealing configuration-related errors linked to incomplete connectivity. The issue also impacted the upgrade to es v1.11. Customer information technology (it) was notified through email with a comprehensive list of required ports to be opened at the firewall/network level. After coordination with customer it and field service technician, network access was restored, the affected stations successfully synchronized, med application functionality was restored, and the devices returned online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station upgrade to version 1.11 encountered a data sync failure with the error "webserver service is not reachable." Data synchronization failed, and manual sync attempts using both ip address and fqdn were unsuccessful. The data sync services on the server were verified to be running; however, pinging the server ip address from the device failed, indicating a connectivity issue.however, there were no delays or adverse events or injuries reported based on this event.